Event description:
It was reported that there was a motor stall noted in event logs with no motor stall recovery recorded. The motor stall was reportedly caused by an MRI. It was later reported that the pump recovered 5 minutes after the call was taken, without problem. Drug: unknown.

Manufacturer narrative:
(B)(4).